Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were verified through a review of the event history log by the presence of multiple "upstream occlusion!" Messages and was able to reproduced through troubleshooting of the device. The device was failed the upstream occlusion detection test. Evaluation tested and found the cause to be an out of specification of upper and lower ultrasonic sensor readings. The ultrasonic sensor could not be calibrated and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion error. There was no patient involvement. No additional information is available